Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2025. During the procedure, the resolution 360 clip has repeatedly unable to release after deployment, including an incident involving a locum doctor in hay river. Despite troubleshooting efforts, the clip's mechanism remains difficult to release, posing a risk of tissue damage. This issue is particularly concerning in cases of bleeding, where urgent intervention is required, as the inability to release the clip prevents normal intervention. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Section e (initial reporter facility name, initial reporter address 1 and 2, initial reporter city, initial reporter zip/post code) have been updated based on the information that was identified on april 1, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2025. During the procedure, the resolution 360 clip has repeatedly unable to release after deployment, including an incident involving a locum doctor in hay river. Despite troubleshooting efforts, the clip's mechanism remains difficult to release, posing a risk of tissue damage. This issue is particularly concerning in cases of bleeding, where urgent intervention is required, as the inability to release the clip prevents normal intervention. There were no patient complications reported as a result of this event.